Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an output anomaly was observed. The patient was stable.

Event description:
New information received indicated that the device had exhibited charge time-out.

Event description:
New information received indicated that the device was explanted and replaced. The patient¿s condition was stable prior, during, and post procedure.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. Possible high voltage circuit damage (shorted output stage detection (sosd)) alert was observed. The damaged output transistors and low hv impedance caused the device to abort the hv charges and deliveries due to sosd. The device did not time out based on the data from the device image. The hv shock test, however, failed due to damaged output transistors. The cause of damage to output transistors remains undetermined.